Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost weight and as a result the scs ipg migrated downward the lead. Consequently, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg pocket site was revised to address the issue.